Manufacturer narrative:
Error 25551 was confirmed during log review with the master tool manipulator (mtm). Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, there was a non-recoverable fault on the right master tool manipulator (mtm). Prior to contacting the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer already power cycled the whole system 3 times to clear the error and continued with the procedure as planned. The tse reviewed error logs and found error pattern 25521, 705, 706 pointing to an issue with the right mtm. The tse explained customer that the error may or may not come back during procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the right mtm involved with this complaint to perform failure analysis. However, failure analysis has not completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.